Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32x2.75mm, concentric, de novo target lesion was located in the severely tortuous, non calcified mid-distal left anterior descending artery (lad). The lesion was pre-dilated and noted to be 80% stenosed immediately after pre-dilation. A 2.75x32mm promus element¿ plus drug-eluting stent was deployed however, vessel dissection was noted. Another 2.75x20mm promus element plus stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.